Event description:
A peritoneal dialysis (pd) patient presented with generalized fatigue, weakness, light-headed ness for the past one month. The pt stated the symptoms started with a sinus infection. The pt reported the infection cleared but the pt woke up every morning feeling week and fatigued. The pt stated she normally felt better by the noon meal but did not feel better on (B)(6) 2014. The pt got up from her chair and fell, and denied striking her head or suffering any injuries from the fall. The pt denied losing consciousness. The pt denied fevers, chills or cough, and denied chest pain, bowl pain, nausea or vomiting. The pt was admitted to the hospital (B)(6) 2014 and was found to have orthostatic hypotension and under-active thyroid levels. Patient was treated with intravenous (IV) fluid and improved. She was discharged (B)(6) 2014. As of (B)(6) 2014, the pt was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issues.

Manufacturer narrative:
Based on the info, it is unk how the device may have caused or contributed to the event. The post market surveillance department has received medical records and investigations are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the clinical and plant investigation.